Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2018, another system controller log file was reviewed along with a ramp echocardiogram and pump flow seemed satisfactory. The patient's lactate dehydrogenase (ldh) level had lowered to 600 u/l. However, another increase in ldh to 1200 u/l occurred on (B)(6) 2018. The patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis found within the outlet stator of the pump. The pump was returned assembled with the driveline (dl) cut approximately 3 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned, detached from the pump¿s inlet port. The outflow graft, and the outflow graft bend relief were not returned. The bend relief collar was returned, detached. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the distal-side of the outlet stator revealed a large thrombus formation. The same formation could be seen surrounding the surrounding the outlet bearing ball from the proximal-side of the outlet stator, and the formation broke apart upon removal. The thrombus was denatured, but did not form laminated layering, indicating that the thrombus did not initially form in the outlet stator. Slight contact marks observed on the distal end of the rotor suggest that it was present while the device was supporting the patient. A specific cause for the deposition and a duration of time for which it was present in the pump could not be conclusively be determined, however, it could have contributed to the reported increase in lactate dehydrogenase (ldh) levels. The remaining blood-contacting surfaces did not reveal any adhered thrombus formations. The thrombus formation that was observed in the outlet stator of the pump was sent to an outside lab for histopathology analysis. It was found to be a relatively acute clot, with organization into concentric lamellae, but with very little host cell infiltration and no evidence of organization by fibroblasts. The sample had mats of pseudohyphae consistent with yeast (candida sp.) Infection surrounding the clot. Only a few macrophages and giant cells were observed in the outlet stator clot, although unidentifiable necrotic cells were present in parts of the outlet stator clot. The clot was considered to be aged greater than five days. Visual inspection of the pump upon reassembly revealed that at some point prior to being received in burlington, the screws in the inlet stator were manipulated which caused the stator to shift. Due to the misposition of the inlet stator, functional testing cannot be completed. Thrombus is listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 58 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a rise in pump power since the end of (B)(6). It was reported that after the implantation, the patient had some hemodynamic instability and dehydration. A CT scan and right heart catheterization were performed, and due to the results of the catheterization, the hospital staff decided to increase fluid intake a monitor the patient. The ramp echocardiogram was normal. The patient¿s lactate dehydrogenase (ldh) level started to rise from 400 u/l, 600 u/l, and 800 u/l in about a one week timeframe. On (B)(6) 2018, the patient¿s ldh was 1200 u/l. Pump thrombus was suspected and the patient was given a heparin infusion. Because of heart failure symptoms, the patient was administered inotropes. No further information was provided.